Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an erroneous occlusion alarm while attempting to infuse IV phenergan via syringe pump tubing. The pump alarmed for occlusion. The infusion was checked by three clinicians; however, no occlusion was found. The medication was able to be infused through new tubing set. There was patient involvement, but no harm reported. Additional input was provided by the customer indicating the event occurred at 1319 and the medication was promethazine 12.5mg administered prn. A hospital clinical patient safety analyst discussed the issue with hospital team leadership and indicated "this was a tubing issue, as once they replaced the tubing, the pump worked just fine."

Manufacturer narrative:
Correction: initial reporter occupation, report source. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had false alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an erroneous occlusion alarm while attempting to infuse IV phenergan via syringe pump tubing. The pump alarmed for occlusion. The infusion was checked by three clinicians; however no occlusion was found. The medication was able to be infused through new tubing set. There was patient involvement, but no harm reported. Additional input was provided by the customer indicating the event occurred at 1319 and the medication was promethazine 12.5mg administered prn. A hospital clinical patient safety analyst discussed the issue with hospital team leadership and indicated "this was a tubing issue, as once they replaced the tubing, the pump worked just fine."